Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, dense chordal structure, large papillary muscle, and restricted posterior leaflet. A mitraclip ntw was implanted successfully at a2/p2. A mitraclip nt was selected to be implanted lateral to the first clip, but during grasping, the anterior gripper was not lowering. After several troubleshooting attempts, the mitraclip nt was removed. Due to the patient's challenging anatomy, the procedure was aborted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects.